Manufacturer narrative:
Event occurred in another country.

Event description:
Reporter stated that patient was not feeling well (lightheaded and unable to speak or swallow). Reporter tested patient's blood glucose, using the advantage system, and obtained a result of 11 mmol/l. Based on patient's symptoms, reporter phoned emergency medical services for assistance. Upon their arrival, patient's blood glucose reportedly measured 2.7 mmol/l, on paramedics' device. Patient was treated, by paramedics, with an intravenous dextrose solution. Reporter stated that paramedics left approximately 1 hour later, at which time patient was feeling well. No additional information about treatment received was provided. The manufacturer requested the return of the suspect product and replacement product was shipped.